Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the lead displayed unstable thresholds and was not capturing; high impedance and a possible fracture; and it was not sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.